Event description:
The doctor was using a perclose proglide device during an endovascular abdominal aortic aneurysm (aaa) repair. As he was pulling strings to close percutaneous hole, strings pulled out without any tension. The doctor states that the artery then tore and feels that the device was defective.